Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure unknown what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open. On what tissue was the suture used? Subcuticular tissue. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unknown was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Yes, per normal procedure. Was at least one reverse stitch performed prior to closure? N/a ¿ the needle pulled off of the suture prior to reaching the end of the suture line. What instruments were used to grasp the needle? Unknown ¿ most likely an open needle driver. Where was the needle grasped during use? Unknown. What was the size of the needle used? This code of suture has a ps-2 needle. Please confirm: did the suture pull off the needle? Yes if no, please explain what occurred. Where was the needle seen on x-ray? Location? Yes ¿ located within the subcuticular tissue. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Unknown ¿ the surgeon had left the room and the rnfa who typically performs subcuticular closure was completing the closure layer. Other relevant patient history/concomitant medications? Unknown. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. What is the patient's current status? Unknown. Lot number? Unknown ¿ packaging and used suture was discarded. I was informed many days after the event.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What instruments were used to grasp the needle? Where was the needle grasped during use? What was the size of the needle used? Please confirm: did the suture pull off the needle? If no, please explain what occurred. Where was the needle seen on x-ray? Location? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?.

Event description:
It was reported that a patient underwent a total knee arthroplasty on (B)(6) 2025 and a barbed suture was used. During the procedure, while using the suture in the skin layer, the needle popped off inside of the tissue. An x-ray had to be used to find the needle. The patient had to be reopened to retrieve the needle. No device will be returned. Additional information was requested.